Event description:
On (B)(6) 2015 lay user/patient contacted lifescan (lfs) and alleged their one touch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The complaint is classified based on the customer care advocate (cca) documentation. The patient reported the issue began approximately a couple of weeks ago. The patient alleged obtaining an inaccurate high result of ¿170 mg/dl¿ with the subject meter, the patient administered insulin based on this result. The patient manages his diabetes with insulin (no-adjustments). The patient confirmed that he took his normal dose of medication (including sliding scale) in response to the ¿170 mg/dl¿ result, the patient took 6 units of humalog. The patient claims he developed symptoms of ¿shaky¿ within an hour of administering the insulin. The patient retested and observed a meter result of ¿55mg/l¿ which the patient felt was accurate, due to the symptoms he was experiencing. The patient feels in administered too much insulin, due to the inaccurate ¿170mg/dl¿ result. It is unknown what treatment the patient received. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca resolved the issue with training. Replacement products were sent to the patient this complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015). The patient¿s meter and test strips have been returned on 3/23/2015 and evaluated by lifescan product analysis on 3/25/2015 and 4/1/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.